Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the devise fully and the issue is suspected to originate from the drive assembly, during testing the machine showed intermittent errors for a duration of one hour. It is recommended to replace the drive assembly and 5000 hours pm kit, after replace both the spares further diagnostics will be done. The drive assembly and 5000 hour pm kit were replaced as per the purchase order, the unit was monitored for 3 hours , with no alarm observed, it was handed over to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs300 intra-aortic balloon pum (iabp) had low vacuum error. No patient was involved.